Event description:
Asku

Manufacturer narrative:
The cause of death is sepsis. Attempts to find a source of the sepsis were unsuccessful. Analysis of the device system is in process; the results will be forwarded when available. Information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The cause of death is sepsis. Attempts to find a source of the sepsis were unsuccessful. Analysis of the leads is in process; the results will be forwarded when available. Information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A correction has been made to the device (B)(4) and (B)(4). The cause of death is sepsis. Attempts to find a source of the sepsis were unsuccessful. Analysis of the lead (B)(4) is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post the implant of the crt-d. Follow-up revealed that the cause of death is sepsis, with conditions leading to the cause of death listed as renal failure, congestive heart failure, and ischemic heart disease. The source of the sepsis is unknown at this time.

Manufacturer narrative:
(B)(4). There is no remedial action code for these devices. The cause of death is sepsis. Attempts to find a source of the sepsis were unsuccessful. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. If additional relevant information is received, a supplemental report will be submitted.